Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on june 17, 2025: during visual analysis of the returned device smooth mod + prof xtra 325cc the foreign matter reported was not observed. However, an imagen was received previously where a foreign matter could be observed in the tyvek. The foreign matter could be lost during the shipping of the product. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Based on the information currently available, a notification was sent to mentor's manufacturing team for further investigation. The mentor microbiology department provided the device's sterility assurance records. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. In conclusion, with consideration to the event description, process controls, the evaluation performed, the data records reviewed, and the fact that an open device was received without the foreign matter present, the foreign matter reported on the product complaint cannot be confirmed as a manufacturing related issue. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Investigation summary (local language). Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent primary breast augmentation with mentor memorygel xtra 325cc silicone prosthesis presented with foreign matter on the right side prior to the procedure. In response to this finding, the surgeon elected to utilize an alternative implant ((B)(6) / smpx325) to complete the procedure. The procedure was completed without any reported complications or adverse events.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: foreign matter. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).